Event description:
It was reported that during device change out, lead was found out to have insulation abrasions. Lead was capped and replaced. Patient condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.